Manufacturer narrative:
Though, there was no injury reported in this event, there have been previously reported events resulting in an injury necessitating medical / surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event is reportable. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an x-tip drill separated; the separated piece was retrieved.